Event description:
It was reported that the original lead was ¿bad¿ from the factory. It was also clarified that the rage occurred when the replacement lead was implanted.

Event description:
It was reported that left lead component of the implantable neurostimulator (ins) was replaced and was noted to be "defective." The patient noted that the in the beginning of the therapy, the devices settings were set very low and would have them increased after 3 weeks. This occurred a total of 3 times. It was reported that the therapy benefits on the patient's left side were very good but not so on the right side. It was noted that the "impedances were not changing" during the voltage changes on the defective lead. The patient was setting was then set back to the original settings and the patient experienced "rage" until they changed the contacts to the good lead. It was noted that the patient was susceptible to emotional changes due to voltage changes from their therapy. The patient had good tremor control with the new setting. The "defective" lead was then replaced. Information provided by the patient's physician noted that the patient's lead was implanted a "little deeper" and was near the amygdala as the reason for the reported "rage" the patient experienced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type: extension. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type: extension. Product ID: 7436, serial# (B)(4), product type: programmer. Patient product ID: 3387-40, lot# j0417922v, implanted: (B)(6) 2004, explanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0417922v, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 3387-40, lot# j0424970v, implanted: (B)(6) 2004, product type lead.(B)(4).